Manufacturer narrative:
(B)(4). The dexcom g4 platinum (pediatric) continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the arm (B)(6) 2016. Reaction was described as red, itchy and containing pus. Reaction was located on the arm. Affected area was treated with over-the-counter (B)(4) and prescribed hydrocortisone cream. Date of prescription was not given. Additional event or patient information was not provided. The sensor was inserted into the arm. The dexcom g4 platinum (pediatric) continuous glucose monitoring system user's guide states: the dexcom g4 platinum (pediatric) continuous glucose monitoring system user's guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks.